Event description:
It was reported the patient had an unrelated surgery in (B)(6), and since then the patient experiences shocking from her system. An x-ray was performed which revealed a possible break in the lead. The sjm representative was able to program the patient using one valid contact; the other contacts were invalid. The patient indicated receiving pain relief with this effort. It was reported the physician had not scheduled a surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.